Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm cutter failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood were observed on the grip of the cutter and at the aortic stop. The safety lock on the cutter was disengaged and the actuation button was fully pressed. The needle at the tip of the cutter appeared intact and showed no deformity. No visual defects were observed. Based on the returned condition of the device and the evaluation results, the reported failure "failure to fire" was not confirmed. The certificate of conformance was reviewed for the cutter. The vendor confirms that the device lot conforms to all applicable product specifications. All the test results meet the specifications and requirements. There were no non conformities observed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm cutter failed to deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects.